Event description:
It was reported that a spectrum pump did not alarm for an upstream occlusion during preventive maintenance testing. The customer stated that the device instead alarmed for air-in-lien. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. Upstream occlusion tests were performed per the spectrum preventive maintenance procedure and the device performed as expected. The customer's allegation was confirmed through review of the device history log as multiple air-in-line alarms were observed during programmed parameters that are consistent with preventive maintenance testing. The undetected occlusion was reproduced during testing when the slide clamp was partially closed. However, the device did not alarm for air-in-line. The device was found to be in spec, however, the upstream sensor is a known contributor and has been replaced.